Event description:
The customer's spouse called and reported the customer received a failed battery test alarm on the insulin pump, and her blood glucose was 403 mg/dl. It was stated her blood glucose was so high because her insulin pump settings had been lowered and her endocrinologist provided new insulin pump settings on the date of this report. The customer treated for high blood glucose with the insulin pump. During troubleshooting, no damage or corrosion was found. It was advised to clean the battery cap contacts and insert a new battery. The insulin pump did not alarm with failed battery test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.